Event description:
The customer reported that the ac module is not providing power to the device, resulting in a failure to power on and blank display as well as failure to charge battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).